Manufacturer narrative:
No additional information was provided. No lot number was provided; therefore, a device history record (DHR) review could not be completed. No product sample was received; therefore, visual and functional testing could not be performed. The reported issue could not be confirmed as no product sample was received for evaluation. If the product is returned, the manufacturer will reopen this complaint for further investigation. This remediation MDR was generated under protocol b10009406, as a result of warning letter cms# 617147.

Event description:
It was reported that catheters were slipping out of the epidural catheter connector (locking mechanism), the catheter was frayed and a hole in the catheter was causing leakage. No patient injury was reported.